Manufacturer narrative:
(B)(6).

Event description:
It was reported that the device had a smoke and turned off the power suddenly. The customer tried to reboot the device, but the device won¿t turn on the power. The procedure was completed with using the manual inflow to press the irrigation bag by the hands of the surgeon. No patient injuries and complications were reported, but the procedure was delayed for an hour.

Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the exterior of the product and no issue was observed. Complaint of power malfunction was confirmed. Product failed functional testing with a power up failure. Cause of power up failure is a defective electronic component on the motor controller pcb. Capacitor was observed to be burnt on motor controller pcb. Product passed functional testing with a known good motor controller pcb installed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.